Event description:
Customer emailed saalt to explain that they were unable to remove their cup on their own so they chose to seek medical care to have their cup removed by a medical provider. Saalt responded and asked if this was the customer's first time using a menstrual cup, how long it had been inserted, what removal methods they had tried, and if they would prefer a refund or a replacement cup. Customer responded on 10/9/2020 and explained more about their experience with their saalt cup. Their cup had been inserted overnight prior to seeking medical care to have her cup removed. She said she was not able to reach the cup for removal and could only reach part of the stem. She had tried to remove her cup for 3 hours before determining that she would need medical assistance. Finally, she said she consulted saalt cup academy and (B)(6) videos before seeking medical assistance. Finally, they provided photos of the cup. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."